Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital when outpatient laboratory results showed a lactate dehydrogenase (ldh) level of 1300 u/l. The patient had been taken off aspirin due to a history of gastrointestinal bleeding and arteriovenous malformations. The pump parameters were reported to have been within normal limits and there were no alarms. A ramp study revealed that the patient¿s left ventricle unloaded at 10,400 rpm. The baseline speed was 8800 rpm. The patient was treated with medical management including plavix and coumadin and continues to be monitored.

Manufacturer narrative:
The referenced gi bleeding event was reported under medwatch MFR# 2916596-2015-01360 and the referenced embolic stroke was reported under medwatch MFR# 2916596-2014-02028. Approximate age of device - 2 years and 4 months. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.